Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that his pump got wet and he took the battery out and put it in rice. The buttons were unresponsive. The customer stated that he does not have the pump with him and will call back to troubleshoot.